Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the customer continue to experience system errors 307 and 32100 on the universal surgical manipulator (usm) 2. There was a power cycle that were performed mid-surgical procedure, and the reported errors would not clear. The customer undocked the usm 2 and had it stowed for now. The surgical procedure was continuing as a three arm system configuration. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. After reviewing logs, 23100, 26002, 307 it could not be determined where issue was. Fse was able to duplicate error one time by moving vertical set up joint (suj) up and down. Fse attempted further troubleshooting by swapping universal surgical manipulator (usm) 2 and 3. But could never get system to error out. Moved usms back to original places and no errors occurred. Fse spoke with staff and surgeon, and they requested something be replaced. The surgeon wanted to have the ability to use the system over the weekend if possible. Fse decided to replace the distal and proximal suj and usm due to the fact that issue could not be duplicated. System was tested and verified as ready for use. The distal, proximal suj and the usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the distal set up joint (suj) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that was related to the reported event. The unit was installed onto a golden system where no errors were triggered and performed as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where it passed all relevant tests. As a result of these findings, fa was able to conclude that the axes controller tornado (act) was consistent with the reported event and was found to be the potential root cause. Isi did receive the proximal set up joint (suj) to perform fa. Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where non recoverable fault error 319 was triggered. The unit was then installed onto a pftp where it failed vertical brake test, error 32100 was found in the error logs, a golden axes controller setup (acu) board was installed, and applied behavior analysis (aba) tested and was found to be the source of the fault. As a result of these findings, fa was able to conclude that the acu board, vertical harness, and vertical brake are all consistent with the reported event and are the potential root causes. Isi did receive the universal surgical manipulator (usm) to perform fa. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issue was found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the main wire harness and fru connector pogo-pin (fcp) printed circuit assembly (pca) and axes controller, arm (aca) pca were inspected, but no faults could be identified. As a result of these findings, fa concluded that the main wiring harness from fru to aca, aca pca and fcp pca are consistent with the reported event and is the potential root cause for this issue. The probable root cause is attributed to the horizontal brake, vertical brake, and acu board on the inner proximal suj. Failure analysis confirmed the issue via log review, but in-house testing was unable to replicate the reported issue on the distal suj and usm.

Event description:
Refer to h11 for follow-up information.